Event description:
The customer reported that she was hospitalized due to chest pain and diabetic ketoacidosis, with a blood glucose reading of 512 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to troubleshoot further as she didn't have an infusion set with her. The customer did state that her hospitalization may have been due to medication that she was taking. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.